Event description:
The doctor started up the laser and stepped on the pedal for about 5 seconds. After getting no response, the doctor stopped. The laser technician checked the power, and still nothing after about 5 seconds on the pedal. The technician then checked the fiber connection, and still nothing after about 5 seconds on the pedal. The laser then started smoking and was immediately turned off. The laser was never used for the patient treatment. Later it was determined that the optical coupler caught on fire and burned. Hospital requested an explanation of why this laser caught fire. The doctor is concerned about whether this will happen again, or is this a unique problem? No injuries reported. The above information documented as reported to trimedyne.